Event description:
Complainant alleged that the medics were preparing to monitor a patient (age and gender unknown) for transport, but when the medics turned the device on, after attaching the monitoring electrodes to the patient, they received the following error messages on the device screen: "pace fault", "paddle fault", and "status 42". The medics obtained another device to monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.